Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, a tavr was performed. Access was obtained in the right femoral artery under ultrasound guidance. A valve was delivered; and a 14f manta deployed for closure. Arteriotomy measured approximately 6mm with minimal calcification and tortuosity, no deployment depth measurement was recorded. Hemostasis was achieved; however, resulted in an occlusion. Post-angiogram revealed a filling defect with limited run-off. Balloon inflations were applied, and a contralateral self-expanding stent was deployed, restoring flow. The device was not returned for investigation. It is believed there was no device failure. Due to the lack of information pertaining to the deployment procedure, the root cause of the occlusion cannot be determined. It is suspected that the manta implant was either deployed partially in the vessel or there was a formation of an occlusive dissection. Dissections are a common large bore procedural complication. Per IFU do not use in patients with severe peripheral vascular disease, as evidenced by severe claudication when ambulating <100 feet, weak or absent pulses in the affected limb, or abi <0.5 at rest. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: local trauma to the femoral or iliac artery wall, such as dissection and/or ischemia of the leg or stenosis of the femoral artery. The risk of failing to achieve hemostasis and other access complications that require surgical intervention have been identified as potential adverse events related to the vascular closure device in the IFU. The risk documentation was reviewed, and this type of incident is a known risk. Procedure requirements: pre-procedure cta is recommended to assess femoral artery anatomy. Procedure preparation: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Activated clotting time (act) should be below 250 seconds prior to closure.

Manufacturer narrative:
An investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: a heart valve was placed in a frail patient, with minimal calcium and minimal tortuosity in cfa ~6mm (minimal luminal diameter), extreme risk patient. Discrepancy in cfa diameter and stent, diameter is smallest measurement, rest of leg might have been larger caliber. Deployed an 18f manta. The cfa was occluded, required covered stent placed by physician. Crossover technique used to deploy stent (9.0x40mm). On film defect with limited run-off, no suggestion of dissection, no extravasation. Patient was released 2 days post op.